Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is for advantage system 1, medwatch with identifier (B)(6) is for advantage system 2.

Event description:
Caller reported blood glucose results of 355 mg/dl, on advantage system 1, 84 mg/dl on advantage system 2 within 10 minutes. Successfully treated symptoms of hypoglycemia. Reported a second, separate comparison of blood glucose results of 342 mg/dl on advantage system 1, 102 mg/dl on advantage system 2 within 10 minutes. Successfully treated symptoms of hypoglycemia. Reported no adverse event. A request was made for the return of the meter and strips.